Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 900 mg/dl. The customer was treated with intravenous fluid and was released on (B)(6) 2015. Per the pump history, the customer's last cartridge changed was reported to be on (B)(6) 2015. The pump history also showed a cartridge alarm 5 on (B)(6) 2015. Reportedly, the customer could not recall if the pump was being used at the time of hospitalization. A system check with tandem's technical support on (B)(6) 2015 indicated that the pump and cartridge functioned as expected.